Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump did not give an alert for insulin not being delivered to the customer. The customer experienced a high blood glucose level of 38 mmol/l due to the absence of alarm. The customer¿s current blood glucose level was 5.4 mmol/l. The customer was treated with manual injection. The cannula of the infusion set was bent. The customer was sick and experienced headache due to hyperglycemia and they also had frequent urination. Troubleshooting was performed and the device will not return for analysis.